Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances of greater than 3000 ohms. Technical services (ts) was contacted an upon review of the available information, a signal artifact monitor (sam) episode due to minute ventilation (mv) oversensing was noted to be recorded on the associated device which revealed the elevated impedances. Ts recommended further in clinic evaluation. No adverse patient effects were reported.